Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) /2008 concurrent with diagnostic laparoscopy with removal of left ovarian cyst and right paratubal cyst, and cystoscopy with calibration and hydrodisection in order to treat pelvic pain, cystocele, rectocele, uterine prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced increased incontinence, feeling as though bladder is not emptying when urinating, constant feeling of having to urinate, vaginal pain, stinging/burning, pelvic pain, dyspareunia, vaginal discharge, and vaginal spotting. It was reported that patient underwent mesh revision on (B)(6) 2010, due to vaginal graft exposure. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33691. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and vaginal mesh revision on (B)(6) 2013 due to pelvic pain.